Manufacturer narrative:
The clinician reportedly checked the machine after the case was completed, and no anomalies were noted. The unit was returned to service. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, the unit had a failure affecting mechanical ventilation. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.